Event description:
Pt's spouse advised tyvaso nebulizer is not working correctly, is not charging. Rph completed troubleshooting, no green indicator light when plugged in both nebulizers, no signs of broken cord. Both nebulizers still working and has a charge for treatment. She reported charger stopped working 2 days ago (unspecific date), pt has been in hospital so it has been handled by many different people. Hospitalized for 44 days now for collapsed lung, md is aware. Troubleshooting did not resolve issue. No adverse event or interruption in therapy reported with product issue. Malfunctioning device is available for return. Pharmacy replacing device. The suspect device serial number was not provided by the pt. The following device serial numbers are currently checked out by the pt for use: (B)(6). Date of admittance and discharge of hospitalization is unknown. No further info/details or dates available. Tyvaso nebulizer pt. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device codes: 2892, 3015. Reference report#: mw5177684.